Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify motor error alarm due to broken reservoir tube lip. However, unit passed rewind test, displacement test, prime/a33 test and excessive no delivery test. The customer¿s complaint of motor error unable to confirmed due broken reservoir tube lip. However, no damage to the support disk was found during the analysis¿. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o ring, broken belt clip slot, broken battery tube threads, stained end cap sticker and stained address/serial number label. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. Loose drive support disk is not confirmed. Unable to verify motor error alarm due to unit received with broken reservoir tube lip. However, the motor was tested outside of the device and failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced motor error alarm. The customer reported no adverse event. The event involved product(s) mmt-751nas. Troubleshooting was performed. Customer mentioned that the drive support cap was slightly indented. Customer was advised for the replacement of the product. No harm requiring medical intervention was reported. It was unknown if the customer will continue to use the insulin pump. The product mmt-751nas will not be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.